Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements.

Event description:
It was reported that the implant detection was left "on" so there is no information available for the cardiac resynchronization therapy pacemaker (crt-p). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.